Event description:
The device was removed as it was "not working". The reservoir and some assembly kit component(s) only were removed and replaced. 6/23/97. Upon receipt of the physician/surgeons operative report he stated..."findings: a tube fracture at the junction with a reservoir, the entire reservoir with tube was replaced.